Event description:
Customer reportedly received results of lo mg/dl and 129 mg/dl within 10 minutes on the same device. Customer felt shaky and confused with the lo result (symptoms match results and treatment). Customer was treated with candy just before the result of 129 mg/dl and she felt better. No quality controls were used. No adverse event reported. Requested return of the suspect device and replacement was sent.